Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-09059 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Other, other text: d4: catalog number, lot number, expiration date, UDI number; g5: 510k and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer is investigating the death of a child whereby the mother of the victim has alleged that the silicon flanges have snapped. The child was cared for at home by full time career the mother. Part of this care requires the product being cleaned and re-used. The child suffered with a number of health issues including tracheobronchomalacia (tbm). The child was taken by an ambulance but later died due to lack of oxygen to the brain and heart failure. Upon arrival by ambulance crew, they were informed by the mother and career that the flange had snapped or broke causing the tube to dislocate.